Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was delivering an unexpected (low) breath rate. It was also reported that the device was delivering lower than set peep (positive end expiratory pressure). There were no reports of patient use associated with the reported issue.